Manufacturer narrative:
(B)(4). The device has been received for evaluation and evaluation is underway. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside of the balloon of a small volume intermate. This was noted after the device was filled with a ceftriaxone solution. There was no patient involvement. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection a white particle between 1.23 ¿ 2.83 mm in length was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.